Event description:
A case of cystoid macular edema and reduced visual acuity was reported to eyeonics. The patient had previously undergone cataract surgery with implantation of the crystalens intraocular lens (iol), however the onset of the event was not provided. The patient was referred to a retinal specialist, who treated the patient with a periocular injection of steroide and tipical steroids. The cause of the event is unknown.